Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged critical pump error (open book image) alarm found on (B)(6) , 2021. Device was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Unable to download history files and traces using thus. Successfully downloaded the comlink3 files. Per r&d engineer, the bootloader traces point to the fatal error. This was a reason for the critical pump error (open book image) alarm. Suspecting the hw. Device was cut open to perform visual inspection and found corrosion on the electrical board 1, electrical board 2, force sensor, motor and vibrator assembly. Corrosion was also found on the battery tube assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Critical pump error (open book image) alarm was confirmed. Unable to download history files and traces confirmed. Critical pump error (open book image) alarm and unable to download history files and traces due to corrosion on the electronic assembly. During visual inspection, corrosion was also found on the force sensor, motor, vibrator and battery tube assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had critical pump error alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.